Event description:
The complainant reported the patient was on impella cp support and after the pump was implanted the flows were 3 liters per minute (lpm) in auto. Staff had difficulty engaging left main through transcatheter aortic valve replacement (tvar) frame and with impella in place. During the process of adjusting various guides, notable decrease in flows to just about 1 lpm. Physician felt the impella was creating more difficulty with engaging on and decided to explant at that time. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into low pump flow has been completed. The pump was returned for investigation. Data logs show several motor spikes followed by low pump flow at the start of the case run. The impeller blade was found broken on the returned pump, and low pump flow was observed during the test. As per the clinical. Patient had transcatheter aortic valve replacement (tavr) valve. Pump flow was reported low from the start of the case and it drop further during adjustment. The cause of the low pump flow issue was fractured impeller blades. The fracture was characteristic of an interaction with another device most likely tavr but that was unable to be definitively determined since fluoroscopic imaging and/or additional clinical details were not provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20704.